Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant, the physician was not able to perform the vector check with the device. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.